Manufacturer narrative:
The technician checked the head functions and found on issue, the bed functioned as designed.

Event description:
The account alleged the head up and down works intermittently. No patient impact.